Event description:
Baxter reported thirty incidents of fiber leaks occurred in the month of may, 2004. These incidents were noted during the onset and middle of the pt treatments by blood leak alarm on the hemodialysis device. Blood loss of 80 ml was reported for each incident. New disposables were used to continue the pt treatments without incident. The dialyzers were reportedly reused one to five times. There is no pt injury or medical intervention associated with these incidents.